Event description:
The nurse reported the prismaflex 'did not alarm requesting the change of the effluent bag, causing a large amount of air to get into the system.' The nurse also reported the prismaflex did not detect air in the system and the patient experienced an air embolism. No other information related to the patient and this event has been provided to gambro despite numerous attempts to collect more information. It is unclear what, if any, symptoms the patient experienced. The prismaflex was inspected and no problems were identified. The prismaflex was returned to service. The prismaflex history files contained treatment data for (B)(6) 2013, and (B)(6) 2013, showing a prismaflex m100 filter set in use. In addition, the history files revealed multiple alarms for 'effluent bag full' and multiple air related alarms. The disposables were discarded after the treatment and no longer available for inspection.

Manufacturer narrative:
The filter set was discarded and therefore not available for inspection. According to our traceability, the product bar code recorded in the prismaflex data files correspond to the lot number 12i2003g. The review of the device history record of this lot and the complaint history files has shown that there were no nonconformities and no other complaint reported on this lot. There was no technical problem found with the machine and it was released for use. The prismaflex history files revealed multiple alarms for 'effluent bag full' and multiple air related alarms. There has been no clinical information provided other than the patient had an air embolism.